Event description:
It was reported that the patient experienced two low blood glucose events last reported at 59 mg/dl while using the ilet and treated each with oral glucose, with the device paused during treatment on one occasion; the patient believed overtreatment contributed to subsequent high blood glucose reported at 323 mg/dl after each episode. Symptoms included fatigue, leg weakness during hypoglycemia, and headache with feeling unwell during hyperglycemia. Outcomes included resolution of both low and high glucose as values trended to the mid-150 mg/dl, with no escalation or hospitalization. Investigation included communication with the user, treatment and troubleshooting, and documentation of product usage involving the ilet and oral glucose. Investigation of this case revealed user-related overtreatment of hypoglycemia leading to transient hyperglycemia, with device function not implicated based on reported performance and recovery trends. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia resulting in overtreatment.

Manufacturer narrative:
Initial.